Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a communication error b30, white residue in the air and water channel. A root cause could not be identified. Based on the results of the investigation, the most probable cause of communication error (b30 and e226) was traced to component failure. However, the probable cause of white residue in the air and water channel could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the scope displayed a scope communication error (e226) during inspection for use involving an olympus colonovideoscope. There was no patient injury reported.